Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that #57 titanium window trial, threads stripped upon removal from the right hip, torn out by cup inserter and became a major issue to remove. He had to use different instruments to complete the procedure.